Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. An attempt was made to remove the device by using the access ports as indicated in the instructions for use. The device was ultimately removed using counter-traction and an assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.